Event description:
It was reported that the right atrial lead exhibited capture anomalies due to lead fracture. The lead was capped and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.